Manufacturer narrative:
Title: postoperative analysis of the mechanical interaction between stent and host tissue in patients after transcatheter aortic valve implantation citation: journal of biomechanics (2016) (16) 31331-8 (doi 10.1016/j.jbiomech.2016.12.038) authors: raoul hopf. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the postoperative analysis of the mechanical interaction between stent and host tissue after the implant of this transcatheter bioprosthetic aortic valve. All data was collected from three medical centers. The study population included 46 patients all implanted with a medtronic corevalve. Serial numbers, mean age, time frame and patient gender were not provided. Among all patients adverse events included: 21 incidents of moderate to severe paravalvular leak (pvl), 10 incidents of permanent pacemaker implant and 4 incidents of both pvl and permanent pacemaker implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.